Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. At the time of contact the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. A visual interior inspection found that the speaker diaphragm was coated in super glue. The reported event of intermittent audio output was confirmed. The root cause was determined to be an assembly error.